Manufacturer narrative:
The returned precision spectra ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient ipg was not charging. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be return.

Event description:
It was reported that the patients ipg would no longer holds its charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned.